Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's battery was not holding its charge. Blood glucose ranged from 300-400 mg/dl and the cause was not known. A bolus was delivered to address bg. The customer's healthcare provider alleged the pump was the cause of the bg. A pump system check was performed and no issues were observed with the infusion set or cartridge. The current estimated battery depletion was determined to be 30%. The customer reverted to using insulin injections for insulin therapy.